Event description:
It was reported that the spinal cord stimulation (scs) patient experienced implantable pulse generator (ipg) to remote control (rc) communication difficulty. The patient charged the ipg but the communication difficulty persisted and the rc displayed a communication error. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Additional information provided in block b5.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced implantable pulse generator (ipg) to remote control (rc) communication difficulty. The patient charged the ipg but the communication difficulty persisted and the rc displayed a communication error. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. No further information was able to be obtained despite good faith efforts. Additional information was received that the patient was doing very well postoperatively and had no further charging issues.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced implantable pulse generator (ipg) to remote control (rc) communication difficulty. The patient charged the ipg but the communication difficulty persisted and the rc displayed a communication error. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. No further information was able to be obtained despite good faith efforts. Additional information was received that the patient was doing very well postoperatively and had no further charging issues. Additional information was received that confirmed that electrocautery was likely used during the explant procedure.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed that it would not communicate with a known working remote control (rc) or clinician programmer (cp) and was unable to be charged despite multiple charging attempts. Functional testing was unable to be performed and the data logs were unable to be retrieved. The ipg was then cut open and revealed a high sleep current and lower than expected resistance, indicating a damaged application specific integrated circuit (asic) chip. This damaged asic is typical of exposure to high voltage transients and high current sources such as electrocautery. A labeling review confirmed that electrocautery or some other medical therapies or procedures may turn stimulation off or may cause permanent damage to the device if used in close proximity, as documented in the instructions for use (IFU). Therefore, electrocautery use that may have been performed on the patient is likely the cause of the reported event.